Event description:
According to the reporter, the nail was removed and replaced due to non-union. During removal two teeth on the lag screw also bent out and the lag screw could not be extracted. A second tray was opened and the procedure successfully completed. This complaint is on the 357.428 tfn inserter/extractor and this is 1 of 2 reports for the same event.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of device history records for manufacturing revealed no complaint related issue. The manufacturing visual examination noted both positioning cams were bent and twisted. The investigation determined that the damaged exhibited on the cams could have been due to the instrument not properly aligned with the counterpart during the procedure. No manufacture related fault was found.